Event description:
A customer observed positively biased vanc results for a cap proficiency fluid on the vitros 5,1 fs analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the biased result was caused by a shift in prediction that was not detected by daily qc performance. It was determined that the lab was using qc limits for daily qc fluids that were not sensitive enough to detect normal systematic variations that impacted the accuracy of the predicted results. Applying qc acceptance limits derived from vitros performance verifiers revealed system performance that required recalibration. Following recalibration, qc performance was acceptable, and the cap proficiency sample predicted within acceptance limits. The root cause of the event is use of inadequate quality control ranges to detect performance shifts.